Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance about 8 times due to low blood glucose. On (B)(6) 2017 they had blood glucose of 40 mg/dl at the time of the incident. The customer needed help setting up their bolus wizard and changing their basal rates. The customer was given glucagon shots to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also got hospitalized due to a high. The insulin pump will not be returned for analysis.